Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: there were unexplained pump reoot events observed in the black box. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hr duration test with no power issues. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.